Manufacturer narrative:
The event was observed "each night" of treatment, including (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a minicap extended life pd transfer set and the titanium adapter; the transfer set was not tightly connected. This was observed during use of the device, before the start of peritoneal dialysis therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between the patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.